Event description:
It was reported that an infusion set supply change resulted in two infusion sets being lost when the adhesive backing was removed, causing the sites to dislodge before use; the event was associated with incorrect deployment, and replacement infusion sets were shipped with troubleshooting and education provided. There were no reported alerts or alarms and no reported clinical symptoms. Outcomes included no reported injury. Investigation included device-use troubleshooting and user education. Investigation of this case revealed user handling issues during infusion set deployment consistent with incorrect application of the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.